Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead dislodged after implant. It was confirmed via telemetry and interrogation. The cause was attributed to the patient's anatomy. The right ventricular (rv) lead was revised and remains in service. No additional adverse patient effects were reported.